Event description:
The technician alleged the nurse call function is not functioning. No patient impact.

Manufacturer narrative:
The account replaced the upper control board and the side-com board but the alleged issue remains. The technician found that when the upper control board was replaced, the board needed reset for nurse call. The technician reset for nurse call after replacing the upper control board and side-com board to resolve the issue.